Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of recr2472 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (recr2472) have been reported from the same facility in (B)(4).

Event description:
It was reported "five claims of bad catheter use cases it was delivered and one more case was added two days later. As a result, the doctor and the patient suffered from discomfort as the blood did not stop. However, it was used despite inconvenience." This report addresses the fifth catheter.